Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements in bipolar configuration, above 2000 ohms. Additionally, the patient exhibited low intrinsic amplitudes, and noise was observed in unipolar configuration. Consequently, the patient underwent a revision surgery in which this lead was explanted and replaced. No adverse patient effects were reported. This ra lead has not been received for analysis.